Event description:
During preparation for cardiopulmonary bypass surgery, the flow rate module displayed a "backflow" error message even though the circuit tubing was clamped. There was no reported adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.